Manufacturer narrative:
The device was discarded by the user facility, therefore; the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents was unable to be performed since no lot number was provided. A two-year review of complaint history revealed (B)(4) other similar complaints, with (B)(4) devices, for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this confirmed failure (B)(4) percent, should all complaints be confirmed. A risk analysis was performed and found this failure mode and occurrence level to be consistent with current risk documents. The clinical data report for this device states that undesirable side effects under normal conditions of use are acceptable when weighed against the benefits of the patient. The instructions for use advises the user of the following. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the device and/or injury to the patient. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a shoulder procedure, the tip of the aes-50's broke off in the joint. The broken off part was retrieved with a surgical grasper. The procedure was completed with a minimal surgical delay of 30 seconds. No patient injury reported. Upon gathering additional information, the patient had post-operational recovery as expected. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.